Event description:
It was reported that syringe 10ml ll bns had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 301029, batch no: 0136357. It was reported that 5 boxes were received with oily/greasy inside the shaft.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: five loose 10ml syringes and one box label from batch: 0136357 (p/n: 301029) were received and evaluated. It appeared the "oily/greasy" substance was silicone with the normal and expected amount observed per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll bns had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 301029, batch no: 0136357. It was reported that 5 boxes were received with oily/greasy inside the shaft.